Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: amplatzer septal occluder

Event description:
It was reported that on an unknown date, an amplatzer septal occluder was implanted. Early in the postoperative phase, atrial tachycardia was detected on electrocardiogram (ECG). An ablation was performed, and the tachycardia resolved without sequelae.

Event description:
An article, "abrasion for treatment of atrial tachycardia early after placement: one example of successful implementation", was reviewed. It was reported that on an unknown date, an amplatzer septal occluder was implanted. Early in the postoperative phase, atrial tachycardia was detected on electrocardiogram (ECG). An ablation was performed, and the tachycardia resolved without sequelae. No additional information was provided. [The primary and corresponding author was kei hiramatsu, nagoya university graduate school of medicine].

Manufacturer narrative:
As reported in a research article, abrasion for treatment of atrial tachycardia early after placement: one example of successful implementation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title: abrasion for treatment of atrial tachycardia early after placement: one example of successful implementation.